Event description:
Boston scientific received information that during a follow up high thresholds were noted on this right ventricular lead. An x-ray showed that the lead had slightly retracted from its original position. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.